Event description:
The customer sent the device into the philips repair bench (bench) reporting "unit has torn soft keys and needs fco's completed". The bench clarified that the up/down navigation button bezel membrane was torn/damaged and the button was not working. There was no report of patient involvement.